Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to the following field(s). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunction were identified, during the device evaluation a small cut on cable, smashed connector tip and failed leaked test. Based on the results of the investigation, it is likely, that the most probable cause is, due to a due to faulty charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head's image became completely pink. While in use, during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's image became completely pink while in use during an unspecified therapeutic procedure. There were no reports of patient harm.